Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from a literature article regarding a comparison of rapid deployment technology and conventional sutured bioprostheses in aortic valve replacement. All data was collected from a meta-analysis review of 35 studies published between 2016 and 2020. A total of 10,381 patients were included in the analysis (mean age 74.6 years). The following aortic bioprosthetic valve brand names were noted in the article text and included in the analysis: perimount, trifecta, perceval, intuity, "mixture" (unidentified brand names), and medtronic 3f enable. No unique device identifier numbers were provided. The authors wrote, ¿mortality did not differ between the sutured and sutureless groups when stratified by operation approach, valve type or study design.¿ no statement was made suggesting a causal or contributory relationship between 3f enable and the deaths. Among all 10,381 patients included in the analysis, non-death adverse events included: stroke, bleeding, permanent pacemaker implantation, paravalvular leak, and elevated transvalvular gradients. No additional adverse patient effects or product performance issues were reported.